Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 45 mg/dl at the time of the event and reported the insulin pump over-delivered the insulin. The customer reported the insulin pump had a crack. The customer was hospitalized. The event involved product(s) mmt-397a, mmt-1880, mmt-332a. Troubleshooting was partially performed for high blood glucose. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1880 was requested, and the customer response was the device was returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2024, found zero or none bolus delivery. And the daily total of bolus insulin delivered are 0.0 u. There were no unexpected pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Pump was cut open to perform visual inspection. And found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range, during testing (23.3 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received, with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked select button keypad overlay, during the visual inspection. In summary, pump passed, all required testing. Unable to verify, customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Cosmetic damage was confirmed, at case behind the pump at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.